Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient claimed that the green arrows went off and reported that the controller wasn't working. It was also noted that the controller's bend relief was broken. It was noted that the patient was doing well. The controller was swapped out for their backup. No further information was provided.

Event description:
Related manufacturer report number: 2916596-2020-05975.

Manufacturer narrative:
Section b2: correction: remove required intervention to prevent permanent impairment/damage (devices) selection. Manufacturer's investigation conclusion: the reported events of dim green pump leds and damaged bend reliefs regarding the system controller were both confirmed. The provided log file, as well as a log file extracted from the controller, were both reviewed; however, events related to the controller were not observed throughout the data. The pump maintained speeds above the low speed limit while connected to the driveline. The returned system controller (serial number (B)(6) was observed to have damaged black and white bend reliefs upon arrival (connector sides). The controller¿s green leds that signify whether the pump is running were also observed to be dim upon being connected to a driveline. The controller was functionally tested and was found to perform as intended despite these observed issues, and the controller¿s conductors did not appear to be damaged around the damaged bend reliefs. The root cause of the controller¿s dim green pump leds was unable to be determined ¿ this issue is being addressed via a corrective action. The root cause of the damage to the system controller¿s bend reliefs was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to respond to alarms that sound from their controller, including alarms associated with low voltage and power cable disconnect conditions. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.